Event description:
According to the reporter: seroma subcutaneous, near mesh but mesh was intact. Milky liquid from drainage, 100 mls peri-sterile. No antibiotics. Severity was mild, definite relationship to device, outcome is ongoing. Serious: no.

Manufacturer narrative:
(B)(4).